Manufacturer narrative:
An investigation will not be performed by rwmic as device in questioned is manufactured by bowa. Device in question is in transit to the rwmic facility and then will be forwarded to MFR for investigation. Rwmic sales rep mentioned cable does not resemble a cable sold by rwmic. Cable has "oms" ends indicating 3rd party repair has been performed. Rwmic has contacted facility and requested additional info concerning the event and pt involvement/info, no response as of (B)(6)2015. Richard wolf medical instruments corp considers this matter closed. However, in the event we receive additional info, we will provide MFR with info.

Event description:
It was reported to richard wolf medical instrumentation corp (rwmic) that there was a fire in the operating room while using an unipolar cable ((B)(4)). No injury to pt or staff member was reported.